Event description:
It was reported that an ams700 inflatable penile prosthesis cylinder was removed and replaced due to unknown reasons. Another cylinder was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.